Event description:
The patient reported that their activator was not working. Patient services suggested replacing the batteries and if the issue was not resolved a new activator could be ordered. Follow-up determined that the activator has successfully worked in the past. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.